Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that he could not properly communicate with a patient's vns therapy pulse generator. Patient additionally indicated that the stimulation does not feel as strong as before. Battery life estimation performed by manufacturer yielded 6.82 years remaining until the elective replacement indicator read "yes." Subsequent to the patient leaving it was determined that it was possible the wand battery did not have enough power left to allow for proper communication. However, the treating physician's office reports that the patient has not yet had a follow-up appointment to attempt communication again.